Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer has been experiencing elevated blood glucose levels 299-400 mg/dl. The customer addressed the high bg with an insulin bolus, via the pump and insulin injections. The customer believes the cause of high bg's is due to the correction ratio setting. The customer changed the correction ratio without consulting their healthcare provider. Reportedly it made the issue worse, so they changed settings back immediately. Customer stated they are using insulin in cartridge 24 hours beyond the recommended labeling for humalog. Tandem technical support recommended customer contact their health care professional to address the elevated bg's.